Event description:
It was reported that during  a pulsed field ablation procedure, after the pulsed field ablation catheter was removed from the left atrium after a series of touch ups, it was noted that there was slight resistance of the catheter tip when reentering the sheath. It was noted that the slider mechanism was behaving stiffly and after inspection of the array it was noted to be kinked forward. The array was not knotted and electrograms (egm) signals were as expected. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 pulsed field ablation (pfa) catheter with lot number 0012206956 was returned and analyzed. The catheter failed visual inspection. Electrode #7 was displaced from its position and closer to the electrode #6. The pebax of the array was kinked and twisted on the proximal arm. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device is unremarkable with no atypical features. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. X-ray imaging revealed that the shell of the catheter handle connector receptacle properly mates with the test cable connector plug without any interferences. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the pfa generator via a test cic, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation was passed. Testing for electrical continuity revealed an open loop at electrode #7. Dissection confirmed an electrode to electrode wire detachment. In conclusion, the reported "array kink' was confirmed during analysis, and the pfa catheter failed the returned product inspection due to spiral array/electrode to electrode detachment, electrode displacement, and kinked pebax. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the pulsed field ablation catheter was removed from the left atrium after a series of touch ups, it was noted that there was slight resistance of the catheter tip when reentering the sheath. It was noted that the slider mechanism was behaving stiffly and after inspection of the array it was noted to be kinked forward. The array was not knotted and electrograms (egm) signals were as expected. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.